Event description:
The facility reports the actuator bracket broke during a transfer. The pt fell and was injured at his elbow and his shoulder. (B) (4).

Manufacturer narrative:
The bracket was welded to the mast with two horizontal weld joints. The bracket broke in the weld joint (component failure). The MFR recommends the customer have all similar products inspected and repaired (if needed) by a qualified tech and that these actions be recorded.